Event description:
It was reported that the patient developed a re-infection of the pocket. The implantable cardiac defibrillator (ICD) and ventricular leads were explanted and replaced. The atrial lead remained implanted. The patient is enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 419588 lead 2010 (B)(6); mdt-lead 2003 (B)(6). (B)(4).